Event description:
It was reported that an o-ring was observed on the pneumatic tap. The customer removed the o-ring from the pneumatic tap, reloaded the existing cartridge, and successfully resumed insulin therapy. It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer's blood glucose level was 165 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.